Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose. Customer blood glucose level was 411 mg/dl. Customer not using auto mode as sensor was not inserted. Customer declined to troubleshoot for the high blood glucose value. The insulin pump will not returned for analysis.